Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set leaked. This occurred during infusion using an unspecified infusion pump. The issue was noticed when the pump presented an occlusion alarm. When the door of the pump was opened, the set was found to be wet due to the blue slide clamp puncturing the tubing. This led to a leak of approximately 10ml of chemotherapy solution onto the patient¿s skin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.